Event description:
Customer reported physical damage was found to the camera head during preparation for use. There were no reports of patient harm. Inspection and testing of the returned device found there is no image displayed on monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Device inspection found there was no image due to a faulty cable. The customer's allegation of damage was confirmed. The rubber parts on the rear cover packing were peeled and the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image did not display because of a communication failure which occurred due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.